Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the ratcheting mechanism on a ratcheting handle was not working properly during a routine inspection. There was not a specific surgery or patient associated with this event.

Manufacturer narrative:
(B)(4). The product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the ratcheting mechanism on a ratcheting handle was not working properly during a routine inspection. There was not a specific surgery or patient associated with this event.